Event description:
To whom it may concern, please stop using mercury in our teeth!!! As you can see that I had mercury poisoning because of (B)(6) uses it in the mouth because the FDA okays it!!! This should be stopped! I am recovering but the damage has been done because it is FDA approved. I know that dental mercury comes with a warning "use the no touch method" "do not inhale" plus a skull and cross bones means poison. Please stop okaying this practice. It seems to be a money maker for the (B)(6). These were my symptoms: dizziness, ringing in ear, low body temperature, heat bothered me, stiffness, tingling in body, metallic taste. All of the above went away after removal of amalgam fillings. Please stop this horrible dangerous practice that the (B)(6) does to the public.